Manufacturer narrative:
(B)(4). Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was performing an l4-5 mis fusion using our viper screw system. The bone was extremely hard (like concrete) had a hard time decompressing as well as putting in the needles for the guidewires because of the density of the bone. When placing our last screw, the tap broke off in the pedicle. The doctor proceeded to place another needle laterally to the broken piece and placed his last screw. Placed his rod and torqued the construct. Broken piece remains implanted in patient.